Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when testing the device outside the patient during an appendectomy procedure, the loading was not possible. It was also stated that the hinges were not straight and a piece broke off when they bent the hinges to straighten it. After that, they tested to fire the device on paper and there was a complete staple line. The device did not touch the patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of onedevice. Visual examination of the staple cartridge noted that the loading unit was fully fired. The lock ring was observed to be broken, one of the lock rings was received separated from the loading unit. Functionally the loading unit was loaded into a pmv representative instrument and was cycled without hesitation or binding. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit lock ring may occur due improper orientation of the lock ring or over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.